Event description:
It was reported that a spectrum pump alarmed downstream occlusion constantly at 4-6 psi (off limit). The event occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. During evaluation, "issue: downstream occlusion constantly @ 4-6 psi (off limit)," was not able to be reproduced. The device downstream tubing guide was found to be out of specification. A review of the event history log revealed multiple "downstream occlusion!" Alarms. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the downstream tubing guide. The downstream tubing guide requires replacement per service procedure. Should additional relevant information become available, a supplemental report will be submitted.